Event description:
It is reported that a customer was hospitalized for (B)(6) 2014 at 3 am a high blood glucose level of 1000 mg/dl. The customer was assisted with assisted with trouble shooting and was assisted with performing a high pressure test. The insulin failed the high pressure test twice and the customer was informed that his pump needed to be replaced. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected no delivery alarm was noted. The no delivery alarm functioned properly during the occlusion and basic occlusion test. The low reservoir alarm functioned properly. The insulin pump had minor scratches on the display window, cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.